Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 02.001.300. Lot number: 7611108. Part manufacture date: 03-mar-2014. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp curved condylar plate 10 holes/242mm-left product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a broken 4.5 locking compression plate (lcp) curved condylar plate was found in the drawer inside the trauma room. It was mentioned that the reported plate had been taken off by the surgeon on an unknown date. Patient status and surgical outcome during the removal procedure were unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.5mm lcp® curved condylar plate 10 holes/242mm-left. This is report 1 of 1 for (B)(4).